Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller states pt is having trouble charging since a pocket revision on (B)(6), see related call. The caller is with pt today and notes she attempted to un-pair and pair the controller to the ins. The caller states the controller started the charging today in office at 90% and is now at %70 and the ins is finally out of the 'red' (battery indicator). The caller states the pt is not getting good coupling and the charging seems to just stop--the recharge light stops flashing and shows solid green and today it did this within 5 minutes. The caller states the ins pocket is still 'puffy' back there and there could be a degree of swelling post procedure. The caller state she can feel the ins but agreed that it is not easily discernable as far as the orientation/superficiality of the ins. The pt states since 16 aug it seems to charge up to %30 and then stop. Tss advised caller that it would be unlikely that external product issues line up exactly with a pocket revision and it would be best to let the incision/pocket heal completely and then evaluate charging. Patient had a fall in (B)(6) 2023, the ins had moved when the pt fell.

Manufacturer narrative:
H6: previously reported annex e code e2403 (c76143) is no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported the cause was not determined. The patients ipg site is still swollen from the pocket revision and it was difficult to feel the ipg itself. Rep was unaware of the fall and they did not staff the pocket revision case. Rep unpaired and repaired the programmer to the ipg, rep began a charging session located the ipg in the excellent position and allowed it to charge until it went up 30%. Rep then stopped the charge session, accessed the report through the clinical tablet to make sure it showed they had stayed in the excellent position. Due to the patients body structure rep helped her get her charging belt set-up and showed her where and how to place the belt for optimal charging results.spoke with the patient the following day and she stated she was able to get fully charged and the belt and instruction help a lot. Pt was to call rep with anymore issues. Issue resolved at the time.